Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. However, unit received with corroded battery tube. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl treated with manual injection and blood glucose was 386mg/dl further 318mg/dl. Customer also reported that display was blank. Troubleshoot for blank display was performed but display did not return. Customer declined to troubleshoot for high blood glucose. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Insulin pump will be returned for analysis.